Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient did not charge her ins when she was pregnant or for 6 months after. The patient was not able to charge the ins, saw a call your doctor icon on the recharger, and was not able to connect with the programmer. This occurred in (B)(6) 2018. The ins was overdischarged and the caller reported she went to an appointment to jumpstart the ins for an hour and it was successful on (B)(6) 2019. The patient said she was getting a replacement next month. No further complications were reported.